Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 mg/dl and high levels of ketones. Cause was not known. The customer changed their infusion set and cartridge, and a correction bolus was delivered to address bg. The customer¿s health care provider did not deem the ketone levels as dangerous or life threatening. Recommendation was made to consult with a healthcare provider regarding diabetes management.